Event description:
Information was received regarding a cadd administration set. It was reported that after about 30 minutes of use with parenteral solution, air collects in the filter and cannot be removed. Additional information explained that the event could be constantly observed and the infusion was interrupted because the air from the filter could not be removed temporarily in each case. After given a new infusion, the entire filter was filed with air again. The all clear could only be given by changing the batch. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Eleven samples were returned for evaluation, one sample came without its original packaging in used condition, decontaminated and inside a plastic bag. Ten samples were returned in unused conditions within its original sealed packaging. During the visual inspection, no damage or other discrepancies were detected. During the functional testing of the ten unused samples, air was completely purged, and the water flowed easily through the entire unit, no leakage, occlusion, or air collection in the filter was observed. In the used sample, air was completely purged, and the water flowed easily through the entire unit, however it started to leak from the air vent in the filter. Based on samples evaluation the root cause of the issue is not generate by the manufacturing process, but rather by other causes after our process (i.e., drugs interaction, administration, handling. To address the possible cause that is within the manufacturing facility's responsibility, the reported issue was communicated with the supplier. The manufacturing date of the reported affected lot was prior to the competition of the action performed.

Event description:
Information was received regarding a cadd administration set. It was reported that after about 30 minutes of use with parenteral solution, air collects in the filter and cannot be removed. Additional information explained that the event could be constantly observed and the infusion was interrupted because the air from the filter could not be removed temporarily in each case. After given a new infusion, the entire filter was filed with air again. The all clear could only be given by changing the batch. There was no patient, or clinician injury associated with this event.